Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device felt to be pulling hard during deployment. However, the device deployed properly. There was no harm to the patient, and their condition was reported to be fine. Additional information was received on july 13, 2018. After the anchor had been set, and the pull back of the device (for deployment) begun, that is when the resistance had been noticed the procedure being performed was a heart cath. The procedure outcome was successful.